Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed a blood glucose test and got a result of 25 mg/dl. She retested and got a result of 150 mg/dl, in which she stated was more normal for her. Tests were done one after the other, using separate fingersticks. There were no symptoms. She did not have control solution for testing. On follow-up, it was noted that the reporter had not been checking to see if there was enough blood on the test strip. In addition, she had not been comparing the confirmation dot to the color chart.